Event description:
It was reported that during device replacement for normal battery depletion, the physician noticed an insulation breach on the pace/sense portion of the lead. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The device tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device and lead are part of the advisory for these models. Evaluation summary: (B) (4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that during device replacement for normal battery depletion, the physician noticed an insulation breach on the pace/sense portion of the lead. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The device tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Further report of premature battery depletion.